Event description:
It was reported that during an aortic valve replacement procedure when the physician attempted to tie the suture, he noted that the suture had frayed at the knot. There were no adverse patient consequence reported.